Event description:
It was reported, two days post device change out, that an alert was triggered due to out of range pacing impedance on the right ventricular (rv) lead. There was also no capture. A lead revision is planned and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, pacing capture threshold in the rv (right ventricle) was elevated, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). Rv lead impedance out of range (greater than 3000) on 2015-(B)(6). One non-sustained tachycardia with short v-v intervals on 2015-(B)(6) at 2:48 pm. High thresholds (greater than 2.5v) noted between 2015-(B)(6) and 2015-(B)(6). Concomitant medical products: 5076-52 lead, implanted: 2011-(B)(6); 419488 lead, implanted: 2011-(B)(6). (B)(4).